Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, smartsite needle-free valve, deformed component. The following information was provided by the initial reporter: clear connection part of the valve was found deformed during power injection by device, around 15x psi. Additional information: the photograph provided with the feedback does not appear to show any obvious defect. Please can the customer provide more detail regarding the type of deformity they observed and how it affected the performance of the smartsite component, i.e., did any leakage or connection issues occur as a result of the deformity? Please refer to the actual sample for further details. No additional photos can be provided. Please also confirm if the deformity only occurred during/after use, i.e., no issues were present before use no issues were present before use.